Event description:
It was reported that during the surgical procedure, the tip of the forcep broke inside of the pt. All broken pieces were retrieved and the planned surgical procedure was completed. During instrument removal, the instrument became stuck on the cannula accessory and the instrument tip was severed in order to remove the instrument from the cannula. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned with the wrist section cut off at the distal end of the main tube. The instrument wrist was not returned with the instrument. Per the customer reported complaint symptoms, engineering evaluation determined that the failure mode experienced by the customer was most likely a break in the proximal clevis at the main tube interface.